Event description:
Stapling device misfired. Staples did not close properly. Surgeon used another stapling device size 45 over the previous staple line. The device was a echelon 60 staple reload and stapling gun echelon long endo linear cutter.